Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-07882. It was reported that inadequate stent apposition and stent deformation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery (lcx). During a percutaneous coronary intervention (pci), an unspecified guidewire crossed the lesion. After crossing, an opticross¿ imaging catheter was then delivered;however, it was noted that the opticross¿ was unable to cross the lesion. Pre-dilatation was then performed and the opticross¿ was delivered to observe the lesion again. A 12x3.0mm promus premier¿ stent was then deployed and post dilatation was performed. Intravenous ultrasound (ivus) was performed again. The opticross¿ was delivered to the distal end of the stent and recording was done. Malapposition was then confirmed through ivus. When catheter removal was attempted, it was noted that the guidewire exit hole of the opticross¿ imaging catheter became stuck in the middle part of the malapposed 12x3.0mm promus premier¿ stent. The catheter was then pulled out; however, stent deformation occurred which was confirmed under angiography. Subsequently, the catheter was cut off and an unspecified micro catheter was then used to remove the ivus catheter completely from the patient's body. Balloon inflation was then performed to treat the stent malapposition and deformation. The procedure was completed with this device. No patient complications were reported and the patient's status was good.